Event description:
The clinician reports, that the implant was inserted (B)(6) 2003 in ada 30 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, pain and mobility. No further patient complications were reported.